Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 11500a valve in the aortic position was explanted after an implant duration of 5 years, 9 months due to unknown reason. The explanted valve was replaced with another 25mm 11500a valve.

Manufacturer narrative:
Correction: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 25mm 11500a valve in the aortic position was explanted after an implant duration of 5 years, 9 months due to endocarditis (enterococcus, onset 5/2023). The patient presented with dyspnea and chest pain. The explanted valve was replaced with another 25mm 11500a valve. The patient was discharged on pod#: 13